Event description:
Resident was found out of bed with face & knees under bed & body held parallel to bed with a posey bed waist restraint. The resident had 2 half bedrails on each side of the bed. She had been restrained in bed with a posey bed waist restraint. There is a 17 inch space between the half bed rails. The resident managed to get out of the bed through this 17 inch space & was suspended at the waist, parallel to the bed by the restraint. The resident expired in this position. Staff members reinacted this situation & found that a person can easily get through the 17 inch space between the half bed rails.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: design - inadequate, none or unknown. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.